Event description:
The customer reported to philips healthcare that the heartstart xl defibrillator could not acquire an ECG waveform. There was no negative patient impact.

Manufacturer narrative:
(B)(4).